Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. The insulin pump had scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and kept vibrating. The customer's blood glucose was 168 mg/dl at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to anomaly. The customer stated that the display did not return after troubleshooting. The insulin pump will be returned for analysis.